Event description:
It was reported the patient experienced withdrawal on the morning of this report. It was noted the withdrawal symptoms included shaking, return of pain, fever, and twitching. It was also reported logs were read and revealed a motor stall occurred on (B)(6) 2014 at 05:10 and recovered on the same day at 08:41. A second motor stall occurred on (B)(6) 2014 at 13:39 and the logs were reread following an update on (B)(6) 2014 and the motor stall had not recovered. It was confirmed the patient did not have a magnetic resonance imaging (MRI) and was not exposed to electromagnetic interference (emi), as the patient was at home. It was also reported the pump was alarming and that the patient was to be covered with oral medications until the pump could be replaced. The pump was being used to deliver dilaudid. It was further reported the pump was replaced on (B)(6) 2014. The cause of the stall was undetermined. It was also reported after replacement the patient "was doing fine". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8709sc, lot# n189572028, implanted: (B)(6) 2009, product type: catheter. (B)(4).